Manufacturer narrative:
(B) (4). Results: inspection shows the alarm powers on, but has no tone. The select switch is not functioning and the yellow wire to the speaker is broken. The power button is not working. (B) (4).

Event description:
The reporter did not state the reason for the return of the posey sitter select ii alarm model 8281. No pt contact or injury reported. Upon inspection of the unit, it was determined that the fail safe function was not working which potentially may not alert the caregiver if used on a pt.